Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve of the vizigo short was damaged. Clot was confirmed inside the sheath. They were noted two hours after the vizigo was inserted. The procedure was continued as it was. No adverse patient consequence was reported. Additional information was received which indicated that there was leakage. The sheath was being used on the patient. The system did not present any error messages. There were no issues related to temperature and flow on the catheter.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. As such, section d9 has been updated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve of the vizigo short was damaged. Device investigation details: visual inspection, microscopic examination, and back pressure test of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Also, the customer reported that clot was confirmed inside the sheath. However, during the inspection in the lab, only reddish material, like blood was observed in the hemostatic valve, which is a normal condition due to the procedure. No clot residues were observed in the hub component or inside the sheath. Then, an irrigation test was performed, and the device was flushing correctly. No obstruction was identified during the analysis. No irrigation issues were observed a device history record was performed for the finished device batch number, and no internal actions were identified. The clot issue reported by the customer was not confirmed since no clot residues was observed, and no obstruction identified during the test. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The valve issue was reported by the customer was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).